Event description:
The customer reported 12 leads are not functioning, unable to pick up leads, unable to perform sequential 12-lead and only seeing v2. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported 12 leads are not functioning, unable to pick up leads, unable to perform sequicial 12-lead and only seeing v2. There was no reported adverse patient impact. The philips field service engineer evaluated the device and was unable to recreate the reported problem. No trouble was found. The device passed all testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.